Manufacturer narrative:
Implant date: implant date was reported to be approximately 2 years prior to (B)(6) 2021.

Event description:
It was reported that in-stent restenosis occurred. A 6 x 100 x 130 innova vascular stent was placed during a patient procedure approximately 2 years prior to (B)(6) 2021. However, on (B)(6) 2021, during a peripheral angiogram with intervention procedure for a different device, it was noted that there was some restenosis in the previously placed stent. A ranger dcb was used in-stent to treat the restenosis with a great result. No patient complications were reported.